Manufacturer narrative:
The events of "capsular contracture", "lymphadenopathy", and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture baker grade iii; "axillary siliconoma"; "hyperechoic ganglion in 'snowfall' "; rupture.

Event description:
Patient reported right side pain with intracapsular rupture, benign calcifications and hyperechoic ganglion in ¿snowfall¿ compatible with silicone. Healthcare professional later confirmed intra and extracapsular rupture and reported right side capsular contracture baker grade iii and "axillary siliconoma". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec). Capsular contracture: unable to observe. Silicone migration: unable to observe. Pain: unable to observe. Granuloma: unable to observe. Calcification: not observed. No other observations observed, no further actions are required.

Event description:
Patient reported right side pain with intracapsular rupture, benign calcifications and hyperechoic ganglion in ¿snowfall¿ compatible with silicone diagnosed by mammography. Subsequently, healthcare professional reported "axillary siliconoma" and capsular contracture, baker grade iii. The device has been explanted and replaced with another manufacturer's device.

Event description:
Patient reported, pain with intracapsular rupture. Benign calcifications and hyperechoic ganglion in ¿snowfall¿. Compatible with silicone. Device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration and rupture.